Manufacturer narrative:
This report is submitted on march 04, 2022.

Event description:
Per the clinic, the implant magnet was explanted (specific date not reported) under general anesthesia due to pain at the magnet site. There are no plans to replace the implant magnet as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.